Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a target lesion in the mildly tortuous right coronary artery (rca). An unspecified stent was implanted and the 4.0 x 12 mm nc trek dilatation catheter was advanced for post dilatation of the implanted stent. The dilatation catheter balloon was inflated and deflated without issue. During removal, resistance was noted and the physician gave a small tug on the device. On fluoroscopy, it was noted that the balloon remained still in the guide catheter. The balloon separated from the dilatation catheter shaft. The separated balloon was removed from the patient anatomy via snare. No portion of the nc trek remained in the patient anatomy. There was no adverse patient sequela or clinically significant delay. No additional information was provided.